Event description:
The customer was found unresponsive at 4:45pm and their blood glucose was 61 mg/dl on the device. They tested at 2:30 pm and obtained a result of 100 mg/dl and may have taken insulin. Emt's were called and their meter read 33 mg/dl. Pt was given a glucose IV. Controls were not used on the system. The device was replaced and requested to be returned for evals.